Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report does not identify a specific device problem and no product was returned for evaluation, therefore, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time. See MDR 1213643-2011-00353 for information related to the composix l/p mesh implanted on (B)(6) 2008.

Event description:
The following was reported by the attorney for the patient: on (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2008 - the patient underwent an additional surgery to remove the previously placed ventralex hernia patch mesh. On (B)(6) 2008: a bard composix l/p mesh ellipse was implanted to repair the defect. On (B)(6) 2010: the patient underwent an additional surgery to repair a hernia and remove the additional previously placed composix l/p mesh. The attorney alleges the patient has suffered and will continue to suffer physical pain. The patient was seriously and permanently injured.